Event description:
It was reported that the customer's insulin pump was alarming no delivery constantly. The customer's blood glucose was 120 mg/dl. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. The customer stated that the alarm did not occur during a manual prime. Advised customer to return the infusion set and reservoir for analysis. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.